Event description:
It was reported that the patient presented in the hospital due to infection. The entire implantable cardioverter defibrillator (ICD) system was explanted due to infection. The patient's condition was stable.

Manufacturer narrative:
Further information was requested but not received.